Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
Corrected data: b1, g1, h1. Additional data: b5. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was further reported that the patient was revised on (B)(6) 2025.

Event description:
A customer reported that a tritanium pl cage migrated approximately two months post-operatively. The patient experienced no clinical symptoms and revision surgery has not taken place nor been scheduled.